Manufacturer narrative:
The event occurred in portugal. It was reported that hls module was in use started on (B)(6) 2025. The hls set worked without any problems until (B)(6) 2025 when suddenly it started making a buzzing noise. Anticoagulation was slightly low (anti xa 0,25). No mobilization of the equipment or any kind of damage was identified. It was confirmed by the customer the correct attachment of the hls set to the equipment. The involved cardiohelp device was replaced, however the noise persisted. The decision was made to change the hls set. After the exchange everything worked fine. Two weeks later, customer cleaned the circuit with saline to remove the blood and the noise disappeared. The customer stated it could be a blood clot in the oxygenator's centrifugal pump. No harm to any person has been reported. Due to the exchange of the hls set during use with a new hls set a report is required. The affected hls-set was investigated in the getinge laboratory on 2025-11-07 with the following conclusion: the reported noise could not be confirmed. During the inspection, no abnormalities on the product were detected. No deviations were noticed. The reported failure could not be reproduced, therefore the exact root cause remains unknown. However, after the customer replaced and cleaned the hls-set with saline solution, no more noises were detected. Therefore the most probable root cause could be clots or other biological residues which deposited or become stuck to the rotor or bearing area. This could have resulted in an imbalance in the rotor, which was acoustically noticeable. A medical consultation was performed by getinge medical affairs on 2025-11-24. "The customer reported an anti-xa level of 0.25 iu/ml at the time of the event. According to the elso anticoagulation guidelines, the recommended therapeutic range for anti-xa activity during ECMO is approximately 0.3¿0.7 iu/ml for adults, with adjustments based on patient-specific factors. A reported value of 0.25 iu/ml would be below this range and could indicate subtherapeutic anticoagulation, which may be associated with an increased risk of thrombus formation within the extracorporeal circuit. Considering the event description and that the noise reportedly resolved after set replacement and saline cleaning, these observations suggest that insufficient anticoagulation may have contributed to clot/thrombus formation on the rotor, leading to a rotor imbalance that manifested as the reported noise during use. Further, no additional details were provided regarding the anticoagulation status of the patient (e.g., act, ptt) or if thrombus formation was monitored using d-dimers (or other means). Last, it was stated that the customer cleaned the circuit with saline to remove the blood and the noise disappeared. The absence of noise after rinsing is likely indicative of thrombus presence during support." According to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. Furthermore, it is stated in the instruction of use of the hls set in chapter "safety instructions for the extracorporeal circulation" it is stated that no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. It is recommended to use anticoagulants, e.g. Heparin or argatroban and to check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. Further the coagulation status of the patient's blood should be checked regularly. The production records of the affected product were reviewed on 2025-11-11. According to the final test results, the module with lot 3000468222 and UDI (B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. Based on the results the reported noise could be confirmed according to the customers video graphical evidence, but could not be reproduced during the investigation of the product. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the portuguese market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in portugal. It was reported that hls module was in use started on (B)(6) 2025. The hls set worked without any problems until (B)(6) 2025 when suddenly it started doing a buzzing noise. Anticoagulation was slightly low (anti xa 0,25). No mobilization of the equipment or any kind of damage to it was identified. It was confirmed by the customer the correct attachment of the hls set to the equipment. The cardiohelp-I was replaced, but the noise persisted. Decision was then made to change the hls set. After the exchange everything worked fine. Two weeks later, customer cleaned the circuit with saline to remove the blood, and the noise disappeared. Customer stated it could be a blood clot in the oxygenator's centrifugal pump. No harm to any person has been reported. Due to the exchange of the hls set during use with a new hls set a report is required. Complaint ID: (B)(4).